Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device fired two clips without issues, however, the third clip got stuck on the duct and had to be cut from the specimen with scissors. There was no tissue damage. Another clip applier was used to complete the procedure. No adverse consequences reported.

Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging an apply sample message on her one touch ultra 2 meter. The patient mentioned that the alleged issue with the meter began on (B)(6) 2010 at around 3:00pm. Due to the reported issue, she did not take any action. A couple of days later, the patient developed symptoms of feeling sweaty, weak, trembling, shaky and lightheaded. She did not seek any medical attention or contact her physician for assistance. This is not the first time the patient was using the meter. The patient was using the correct vial of test strips. While troubleshooting, it was noted that the technique of applying blood on the test strip was incorrect. The customer care advocate (cca) walked the patient through the proper way of testing and the issue was resolved via troubleshooting. The product was replaced. The complaint is being reported since the patient alleged that she developed symptom suggestive of a serious injury, because she was unable to test her blood glucose for a couple of days due to the apply sample message.

Manufacturer narrative:
(B)(4). Jaws unable to open_open after assisted the analysis results of the (B)(4) device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one conforming clip was released. The remaining clips were conforming according to our manufacturing specifications; however, during each firing sequence the jaws remained in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted. It should be noted that an investigation has been initiated to address the potential root cause of the opening issues. In addition, the device locked out as intended but the orange indicator was visible at 12th firing sequence thus, it over traveled. This finding is not related to the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.